Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was also reported that the lead had failed to capture.